Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "borderline large lymph nodes hilar" this relates to right side. Device has been explanted and replaced.

Manufacturer narrative:
Continued: 030-911-4938. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma.

Event description:
Healthcare professional reported "borderline large lymph nodes hilar" this relates to right side. Device has been explanted and replaced.